Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 46 mg/dl and 135 mg/dl. Customer reported that she was feeling hypoglycemic symptoms of shakiness and obtained the reading of 46 mg/dl. Customer consumed a tangerine and then obtained the reading of 135 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.